Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father that the customer had a broken belt clip. Customer's blood glucose level was 454 mg/dl. Customer does not report the belt clip is coming off the insulin pump. Customer reported that the top broke off the belt clip and it occurred when she pulled it off her shirt. Belt clip will be replaced as a courtesy. No additional information provided.